Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a failed navigational ring. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 15may2019. Manufacture date: 19mar2019. The customer's biomed reported that the touchscreen was functioning when the nav-ring issue was encounter. Based on the information provided, the reported issue is not likely to cause or contribute to death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.